Manufacturer narrative:
(B)(4). A batch review will not be performed as a lot number is not available. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During a call for an unrelated alarm, the patient indicated he had an infection. The following additional information was obtained from the patient's peritoneal dialysis (pd) nurse on (B)(6) 2011: the patient began on continous ambulatory pd therapy in (B)(6) 2010. The patient was diagnosed with bacterial peritonitis on (B)(6) 2010 but was not hospitalized. There was no exit site or tunnel infection associated with the peritonitis. The patient was using local (pd4) ambuflex, but this was not considered suspect regarding the peritonitis and it was not stopped after the diagnosis. The patient was treated with tazicef for two weeks and has recovered. The nurse stated that the patient was not using mini-caps when they disconnected which caused the peritonitis. The nurse also stated they have retrained the patient to ensure this issue does not occur again. No further information is available.